Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod. In addition the patient reports the pods cannula had become dislodged from the pod infusion site.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. Inspection of the cannula assembly found a leak in the exposed portion of the soft cannula. Fluid was observed leaking out of the intended fluid path from the leak in the soft cannula. It could not be conclusively determined when or how this damage occurred. No damages or defects were observed that would result in the soft cannula becoming dislodged from the infusion site. The cause of the reported cannula dislodge could not be determined.